Manufacturer narrative:
This product problem is being reported on behalf of pivot medical who was recently acquired by stryker corporation. This event was identified as reportable to FDA through integration remediation activities. The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. It was reported that the bone was "very, very hard," which in conjunction with excessive force during drilling is the likely root cause for failure. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the drill broke during a case and that the bone was very very hard. The tip was retrieved without any incidents.